Event description:
Pt reported obtaining back-to-back blood glucose results of 202 mg/dl, and 84 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, he was feeling as blood glucose was low. Pt self-treated by eating apple sauce and gelatin. No pt injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.